Event description:
It was reported that loss of capture was observed on the ventricular channel during an atrial capture threshold test. Abbott technical support reviewed device session records and confirmed the event was due to autocapture algorithm. No intervention was performed to resolve the event. The patient was in stable condition and experienced no adverse consequences.